Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) counts. As well, the patient's right atrial (ra) lead dislodged into the tricuspid valve. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.